Event description:
It was reported to technical services on 10/30/12 that this rv lead sensing is at 1 mv and presenting showing under sensing r-waves and thresholds have been rising to 6.5v. Dr. (B)(6) capped the lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).